Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ ast indicator solution had performance issues with the droplets on the phx panels varying greatly, causing the system to stop its run. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "the droplets vary a large degree, that phx runs are stopped because of the variation in the amount of indicator. The droplets were placed into the phx panels, however the amount of indicator varied so much, the system stopped runs."

Manufacturer narrative:
H6 investigation summary : this complaint is for panel aborts due to insufficient indicator when using phoenix ast indicator (246004) batch 1158031 the customer did not provide photos or returns for investigation. Three bottles from retention were used to test 12 ast broths, and 12 internal qc panels. These panels were loaded into a phoenix instrument to observe for any test aborts at the end of the run. At the end of the run, there were no test aborts due to insufficient indicator. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and there were 6 additional complaints on this batch, where two complaints were related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. H3 other text : see h10.

Event description:
It was reported that the bd phoenix¿ ast indicator solution had performance issues with the droplets on the phx panels varying greatly, causing the system to stop its run. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "the droplets vary a large degree, that phx runs are stopped because of the variation in the amount of indicator. The droplets were placed into the phx panels, however the amount of indicator varied so much, the system stopped runs."